Manufacturer narrative:
(B)(4). Batch r58v6v. Investigation summary: the ec60 device was received for analysis with no visual non-conformances and with an ecr60b reload present. The reload was received unfired. After further analysis on the reload it was notice that the top of the one piece sled rails was damaged. The device was tested for functionality with a test reload and it achieved a complete 3-strokes fire without any difficulties noted. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-form shape. The device opened and closed without any difficulties noted. This is consistent with high (outside indicated use) staple forming forces; however there is insufficient evidence to determine the cause of the higher loads. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during the laparoscopic radical sigmoidectomy surgery, could not close the jaw before insert into trocar. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.